Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd tube sst plh 13x75 3.5 plbl gold br had a stopper pop off tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the cover loose by itself, notice that when you remove the tube from the centrifuge, it is open.

Event description:
It was reported that the bd tube sst plh 13x75 3.5 plbl gold br had a stopper pop off tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the cover loose by itself, notice that when you remove the tube from the centrifuge, it is open.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.